Manufacturer narrative:
B2 - date of death: date of death was approximated to (B)(6) 2025, as the patient was reported to have expired over the weekend following the tcar procedure.

Event description:
It was reported that the patient experienced an embolic stroke 2 hours post tcar, resulting in additional intervention, hospitalization, and ultimately death. An enroute transcarotid neuroprotection system (nps) was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The patient had a total occlusion of the right subclavian. The arterial line was not working well, and was measuring blood pressure as flat, ranging from 77-87. The surgeon elected to monitor blood pressure instead through the blood pressure cuff. Throughout the case cuff readings ranged from 125-130. The arterial and venous sheaths were placed, and flow reversal was confirmed. A 8mm x 40mm enroute stent was advanced, and then a tcar timeout was performed to take some images. The surgeon suspected there was a small dissection, and elected to place an additional enroute stent, 7mm x 30mm, distally to the 8mm x 40mm, overlapping. Further imaging was reviewed, and the surgeon was satisfied with the stent placement. The tcar procedure was completed, and the arteriotomy was closed. The patient awoke and was unable to move his right arm. The surgeon elected to re-open the patient and perform another tcar. He believed the stented portion needed to extend into the common carotid artery (cca). The surgeon accessed the cca, and reviewed the external and internal carotid arteries along with the brain from imaging. He stated everything looked good, and there were no blockages in the stents or the cranial vessels. However, the surgeon did suspect there might be a dissection at the bifurcation of the carotid. A third stent was placed to cover the dissection. Subsequent imaging revealed a blockage in the cranium. A non-boston scientific thrombectomy vacuum was used to suction out and remove the clot. The patient woke up post-procedure, but was still unable to move his right arm. The patient was sent to the intensive care unit (ICU). The patient ultimately expired over the weekend. No further information was available despite request by boston scientific.

Event description:
It was reported that the patient experienced an embolic stroke 2 hours post tcar, resulting in additional intervention, hospitalization, and ultimately death. An enroute transcarotid neuroprotection system (nps) was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The patient had a total occlusion of the right subclavian. The arterial line was not working well, and was measuring blood pressure as flat, ranging from 77-87. The surgeon elected to monitor blood pressure instead through the blood pressure cuff. Throughout the case cuff readings ranged from 125-130. The arterial and venous sheaths were placed, and flow reversal was confirmed. A 8mm x 40mm enroute stent was advanced, and then a tcar timeout was performed to take some images. The surgeon suspected there was a small dissection, and elected to place an additional enroute stent, 7mm x 30mm, distally to the 8mm x 40mm, overlapping. Further imaging was reviewed, and the surgeon was satisfied with the stent placement. The tcar procedure was completed, and the arteriotomy was closed. The patient awoke and was unable to move his right arm. The surgeon elected to re-open the patient and perform another tcar. He believed the stented portion needed to extend into the common carotid artery (cca). The surgeon accessed the cca, and reviewed the external and internal carotid arteries along with the brain from imaging. He stated everything looked good, and there were no blockages in the stents or the cranial vessels. However, the surgeon did suspect there might be a dissection at the bifurcation of the carotid. A third stent was placed to cover the dissection. Subsequent imaging revealed a blockage in the cranium. A non-boston scientific thrombectomy vacuum was used to suction out and remove the clot. The patient woke up post-procedure, but was still unable to move his right arm. The patient was sent to the ICU. The patient ultimately expired over the weekend. No further information was available despite request by boston scientific.

Manufacturer narrative:
B2 - date of death: date of death was approximated to (B)(6) 2025, as the patient was reported to have expired over the weekend following the tcar procedure. Updated fields: h1 - type of reportable event: updated to death. H6 - evaluation method codes, evaluation conclusion codes.

Manufacturer narrative:
B2 - date of death: date of death was approximated to (B)(6) 2025, as the patient was reported to have expired over the weekend following the tcar procedure. Updated fields: e1 - initial reporter email.

Event description:
It was reported that the patient experienced an embolic stroke 2 hours post tcar, resulting in additional intervention, hospitalization, and ultimately death.an enroute transcarotid neuroprotection system (nps) was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The patient had a total occlusion of the right subclavian. The arterial line was not working well, and was measuring blood pressure as flat, ranging from 77-87. The surgeon elected to monitor blood pressure instead through the blood pressure cuff. Throughout the case cuff readings ranged from 125-130. The arterial and venous sheaths were placed, and flow reversal was confirmed. A 8mm x 40mm enroute stent was advanced, and then a tcar timeout was performed to take some images. The surgeon suspected there was a small dissection, and elected to place an additional enroute stent, 7mm x 30mm, distally to the 8mm x 40mm, overlapping. Further imaging was reviewed, and the surgeon was satisfied with the stent placement. The tcar procedure was completed, and the arteriotomy was closed. The patient awoke and was unable to move his right arm. The surgeon elected to re-open the patient and perform another tcar. He believed the stented portion needed to extend into the common carotid artery (cca). The surgeon accessed the cca and reviewed the external and internal carotid arteries along with the brain from imaging. He stated everything looked good, and there were no blockages in the stents or the cranial vessels. However, the surgeon did suspect there might be a dissection at the bifurcation of the carotid. A third stent was placed to cover the dissection. Subsequent imaging revealed a blockage in the cranium. A non-boston scientific thrombectomy vacuum was used to suction out and remove the clot. The patient woke up post-procedure but was still unable to move his right arm. The patient was sent to the ICU. The patient ultimately expired over the weekend. No further information was available despite request by boston scientific.